Event description:
It was reported the patient was without stimulation and her ipg would not communicate with external devices. The patient did not charge the ipg for approximately 2 months. Surgical intervention was undertaken and the ipg was explanted and replaced and stimulation was restored. The patient's lead was also explanted and replaced during the procedure (reference MFR report:1627487-2015-07312 and MFR report:1627487-2015-07313).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15242. Reference MFR report: 1627487-2015-15243. The explant date for device 2 and 3 of this series is (B)(6) 2015.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15242. Reference MFR report: 1627487-2015-15243. A defect was identified during the analysis of the explanted lead; therefore, initial reports for the leads will be submitted as device 2 and device 3 of this series.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.